Manufacturer narrative:
On (B)(6) 2018, the mentor product evaluation (pe) team completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device was returned out of the thermoform. The device appears intact. No other anomalies were discovered. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release (B)(4).

Manufacturer narrative:
The device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported by a physician¿s office that a hair was found on a mentor memorygel siltex round moderate classic profile implant 300cc (serial # (B)(4), catalog # 354-3007mc) inside the sterile box. Multiple attempts were made to obtain additional information regarding this event, but none was made available.

Manufacturer narrative:
On 12/27/2017, the device history record review was completed. The manufacturing date, expiration date and UDI fields have been updated. The device history record (DHR) of lot number 7376356 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/2/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).